Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure with a patient under anesthesia, a stand issue occurred relating to the detector rotation which prevented x-ray from being released. After several attempts to reboot the large display, the patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a defect of the lcd-module. Investigation was performed considering complaint description, cs reports, system log files and system history. The log file analysis showed that the user started releasing x-ray and during the scene the fd started to turn 180°. This was detected by the system and x-ray was aborted: w 27.03.18 09.21.24 2058 ax_acu log: fluoro footswitch pressed w 27.03.18 09.21.24 636 ax_ang log: xray in mode 21 activated e 27.03.18 09.21.36 216 ax_scu x-ray aborted: fd and collimator in 180° rotation. After the incident x-ray release worked again as expected: w 27.03.18 09.21.39 ax_acu 2058 log: fluoro footswitch pressed w 27.03.18 09.21.40 ax_ang 636 log: xray in mode 21 activated. The reason for the fd movement remains undetermined; however, a possible explanation would be an accidental activation of the rotation via the control modules by the user. With this system version user inputs cannot be traced in the log files. There are no reports of this issue reoccurring. After the reboot the system lost communication to the large display and switched to bypass mode: the display stayed black. This suggests a hardware issue with the display. W 27.03.18 09:41:59 108 ax_wsd no communications to display possible. W 27.03.18 09:41:59 1 ax_syc bypass fluoro. W 27.03.18 09:42:09 126 ax_wsd hardware initialization not completed. The system is equipped with a bypass monitor on the back of the large display which could have been used in "bypass fluoro" mode. In the "bypass fluoro" mode the native x-ray image is available. With "bypass fluoro" a procedure may be continued with remaining functionality of the imaging system or even be terminated using the remaining functionality. Investigation on the returned part(s/n: (B)(4), manufactured in august 2010, panel l03) by the manufacturer eizo revealed a defect of the lcd-module. Failures of the ld as a result of a defective lcd-module occur rarely in the field. Displays with this panel are no longer in production. The service engineer replaced the ld and the system recovered. The problem itself does not represent a sudden loss of functionality as there is remaining imaging functionality at all times. The manufacturer is not considering further actions at this time.